Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Requests were made for a product return, and the field representative confirmed that the hospital kept the lead. There was no indication that the lead will be returned as of this time. This investigation will be updated should further information be provided.

Event description:
Additional information received from the field representative that this left ventricular (lv) lead was explanted due to lead dislodgement. Additionally, the hospital kept the lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged as observed during in-office check. Additional information received that the lead moved more medially than prior position per x-ray result. The health care professional (hcp) programmed the lv lead to off mode however some lv markers were still noted. Boston scientific technical services (ts) discussed how to turn off the lead and advised programming the outputs as low as possible. The patient is scheduled for follow-up check. At this time, this lv lead remains in service. No adverse patient effects were reported.